Event description:
Device displayed noise on the ventricular channel. Inappropriate high voltage therapy was delivered as a result. The noise appears consistent with metal break connections. The r-wave amplitudes and the ventricular pacing lead impedance have decreased. The ventricular capture increased. The noise was able to be reproduced during positional testing. The system was explanted.